Manufacturer narrative:
CAPA 2023-006. The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot# 6122569 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot# 6122569 available for review. Investigation methods/results: the customer has not returned the complaint part for investigation to date. However, the non-visual device investigation has been completed. Root cause: "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.

Manufacturer narrative:
Correction: section a: a2: the patient's age was updated as it was noted incorrect on the initial submission.

Manufacturer narrative:
CAPA 23-0006. Manufacturer reference: (B)(4).

Manufacturer narrative:
A5 was inadvertently reported as not hispanic/latio in follow-up report #3. This information was not provided. H6: code 4624 was inadvertently reported as a correction in follow-up report #3. Code should be 4627 as reported in the initial report. CAPA 23-006. Manufacturer reference:(B)(4).

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patient's weight is not recorded at the time of the office visit.

Event description:
It was reported the hahn tapered implant. The patient's bone type is iii and their oral hygiene is fair. There is no medical or dental history prior to implant placement. The patient presented on (B)(6) 2023 for a primary procedure on tooth #26. During placement, the provider noted infection and dehiscence. During placement of the device the provider was unable to achieve primary stability.

Manufacturer narrative:
Corrected data: h6 (investigation conclusions).